Manufacturer narrative:
Product eval: the lens returned for eval. The optic has damage that gives the appearance of small cracks and bubbles. Other optic and haptic damage was observed. Solution is dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: the reported complaint was not verified. However, damage was observed, which may have been interpreted as the reported complaint. This damage has been seen in the past and is typical of the damage caused by yag laser conducted post implantation. Other lens damage was observed, which was not reported by the customer. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not mfg related. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 07/01/2011 and 07/20/2011 by phone, fax, and mail. A completed questionnaire was rec'd on 07/22/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) had "spots" on the optic and the pt was having trouble seeing. The surgeon also stated that "the spots were there after the yag". The iol was exchanged. In a f/u, the surgeon described the spots as "water marks" on the lens. The surgeon also reported that limbal relaxing incisions were done. At approx three weeks after the initial implant surgery, pco (posterior capsule opacification) was observed and a yag capsulotomy was performed. Approx two months following the initial implant surgery, the lens was exchanged for a different model lens; and the event continues - "still seeing spot". The surgeon reported that, in his opinion, it is unk if the device caused/contributed to the event.